Event description:
It was reported by customer's mother that customer was hospitalized due to high blood glucose. Customer's current blood glucose reading is 300 mg/dl. Customer has treated with bolus. Customer has experienced nausea and vomiting. The blood glucose reading at time of event was over 500 mg/dl. Diagnosis ketoacidosis. Customer was nauseaous and vomiting. The cannula was broken off inside of customer, hcp notified. Time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.